Event description:
It was reported that the customer received m3 and f2 error codes on their centrimag (cmag) unit while connected to the patient. The patient required a complete circuit change and suffered hemodynamic instability. Their products were exchanged which resolved all of the alarms. Related MFR number for the motor in use: MFR 3003306248-2021-07040. Related MFR number for the blood pump in use: MFR 3003306248-2021-07041.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were incidental findings of s3 alarms. The reported event of motor and f2 alarms were confirmed. The centrimag 2nd generation primary console (serial #: (B)(6) ) was returned for analysis and a log file was downloaded for review. A review of the downloaded log file showed events spanning approximately 8 days ((B)(6) 2021 ¿ (B)(6) 2021, (B)(6) 2021 ¿ (B)(6) 2021, (B)(6) 2021, (B)(6) 2021 ¿ (B)(6) 2021, (B)(6) 2022 per time stamp). Events occurring on (B)(6) 2022 took place during lab testing at abbott. On (B)(6) 2021 between 07:20 ¿ 17:44, ¿pump not inserted: m3¿ and ¿flow signal interrupted: f2¿ alarms were intermittently active. These alarms were able to be muted and cleared. These alarms appeared to activate following intentional speed changes made or following a system power cycle. ¿motor alarm: m4¿ activated on (B)(6) 2021 at 07:13 and was able to be muted and cleared. The centrimag 2nd generation primary console was returned for analysis to the service depot. The reported event was able to be confirmed. The console and associated motor were run on a test loop for several days. During observation period, a m4 alarm appeared once. The alarm cleared and the console was power cycled. The alarm did not reappear again during several more days of operation. The console and motor were tested independently, and the console operated as intended with no alarms active. The console¿s lmcebpx printed circuit board (pcb) was preventatively replaced. A functional test was performed, and all tests were passed. The lmcebpx pcb was returned to product performance engineering (ppe) for further analysis. The pcb was connected to a test fixture and run for several hours. The m4 alarm was unable to be reproduced. The root cause for the reported event was unable to be conclusively determined. The device history records were reviewed for the centrimag 2nd generation primary console (serial #: (B)(6)) and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 13 entitled ¿console alarms & alerts¿ details the various alarms and alerts and the appropriate operator response, including m3, m4, f2, and s3 alarms. No further information provided. The manufacturer is closing the file on this event.